Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).

Event description:
Treatment of a scalp avm. During onyx embolization treatment procedure, it was reported the catheter became entrapped inside the vessel. Several attempts to retrieve the catheter without success. Two enterprise stents were deployed inside the artery to trap the catheter against the vessel wall. No pt injury reported. Same event as MDR # 2029214-2010-00088.